Event description:
A site reported to rxsight that upon insertion of a light adjustable lens (lal, sn (B)(6), +22.5d) during primary cataract surgery, a posterior capsule tear occurred. The lal was lifted into the anterior chamber and the haptics placed in the sulcus. Rxsight's first awareness of this event was on 07/26/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 6270.